Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6).

Event description:
The initial reporter received questionably high creatinine plus ver.2 assay results for two patient samples tested on the cobas 8000 c702 module. Patient sample 1 on (B)(6) 2026: the initial result was 2.50 mg/dl. On (B)(6) 2026: the repeat result was 1.17 mg/dl. Patient sample 2 on (B)(6) 2026: the initial result was 3.59 mg/dl. The repeat result was 0.96 mg/dl.